Event description:
A medication was running to keep the patient's blood pressure lower. Pump completely froze. Medications stopped being administered. Continued to alarm but nothing would work or unlock the screen. Patient's pressure went above goal- putting patient at risk of rebleeding from aneurysm. Meds switched to a different pump and pump removed from service. Medications involved: nicardipine, precidex.